Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. No pump error alarm or unexpected bolus delivery anomalies noted during testing. Thump software was utilized and uploaded trace/history files properly. During download history review no relevant alarms confirm in download history files to confirm complain code. Proceed it by cutting unit open and perform a visual inspection of connectors and electronic stack. All connectors were plugged in properly and no moisture damage or anomalies noted during visual inspection. Unit may have had an intermittent failure not detected during our testing. The test sc1 cap locks properly into the reservoir compartment. The following were noted during visual inspection: minor scratched case. Exposed to magnetic field was not confirmed. Unit was tested successfully. Unable to verify high bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced exposed to magnetic field (x-ray). The customer reported hyperglycemia treated with insulin pump (subcutaneous insulin infusion). The customer reported blood glucose value of 19 mmol/l. The event involved product(s) mmt-1885. Troubleshooting was performed for high blood glucoses (bgs). The customer had used the insulin pump system within 48 hours of the reported high blood glucose event. The customer used the smartguard/auto mode of the insulin pump. Customer didn't alleged for under-delivery. Customer declined to test pump. No further patient complications were reported. It was expected that the customer would discontinue the use of the pump. Mmt-1885 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.